Event description:
Info rec'd indicates the head up function is not working.

Manufacturer narrative:
The technician found that the CPR link was too tight and when CPR was used, the head wouldn't go up. The technician adjusted the CPR link to repair the bed.